Event description:
Physician was deploying a stent. While post-dilating stent, ptca balloon failed to deflate. Proximal end of balloon shaft was cut which allowed partial deflation. The partially deflated balloon had to be pulled across proximal lad and the artery tore. Pt became unstable. Balloon pump was placed. Pt was taken to or for open heart repair of damaged artery. Pt was released home in good condition on 6/20/96.